Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had fractured. The lead was capped and replaced during a device change out procedure. The patient was in stable condition.